Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available a supplemental report will be issued.

Event description:
It was reported, pt was admitted for removal of hardware in right hip due to swelling, pain and infection.